Event description:
Staff have reported 2 incidents where they were unable to easily release the needle from our 3ml syringes with 18g 1 1/2". Staff stated they are unable to twist the needle off of the syringe after drawing up the medication. The 2nd time it happened we were able to apply extra pressure and release it, but it was more difficult to unscrew than they are used to. Bd plastipak, leur-lok lot # 6058491.